Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; (expired device implanted). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no device failure): based on the complaint history and work order search, it was determined that there was no adverse outcome associated with this product. (B)(4) - lens remains implanted.

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye on (B)(6) 2014. The expiration date on the lens was (B)(6) 2013. The lens remains implanted and no adverse outcome or product allegation is associated with this device.